Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received shocks for t-wave oversensing (twos). The lead sensitivity was increased, beta blockers were increased, and the device was reprogrammed to turn off ventricular tachycardia therapies. Later, the patient was admitted to the hospital for sotalol initiation in a further attempt to improve t-waves and prevent further oversensing and shocks. The lead was later explanted and replaced. No further patient complications have been reported as a result of this event.